Manufacturer narrative:
The customer reported a rash which was treated by prescription steroid cream and oral medication. The willow device was not returned to exploramed nc7 for evaluation. All of the materials that come into contact with the breast passed biocompatibility evaluation per iso 10993-1:2009. Additionally, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow wearable breast pump caused or contributed to the incidence of rash.

Event description:
The customer reported to willow customer care on (b)(67 2020 that she experienced a rash on both breasts in the location of the inserts. She was prescribed triamcinoline 0.1% cream, then oral prednisone. Customer has healed.